Event description:
The svc report shows that while performing a scheduled pm on the unit, the mallinckrodt customer support engineer (cse) found the audio alarm did not function when it was expected during power on self test (post). The power switch was found to have a loose connection internally and it was replaced. No pt injury was verified by the cse performing the routine svc and no report of malfunction was reported to him during the svc. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.